Event description:
It was reported that the patient underwent skin revision surgery to remove excess granulation tissue, the patient was also placed on oral and topical antibiotics following infections at abutment site.

Manufacturer narrative:
This report is submitted on 21 november, 2019.

Event description:
Per the clinic, it was reported that the patient experienced recurrent infections at the implant site.